Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system compared to lab results within 10 minutes: 5.9 mmol/l (performa) and 3.6 mmol/l (lab result). No adverse event reported. No product will be returned due to custom and legal issues in (B)(4).